Manufacturer narrative:
A2: age at time of event : "8 decades" the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. On an unknown date, the patient was hospitalized and treated with unspecified broad-spectrum antibiotics (discontinued) for peritonitis. It was reported that the patient was discharged from the hospital and recovered from peritonitis. Pd therapy was ongoing. No additional information is available.